Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced difficulty breathing while performing pd therapy with the homechoice device. The patient was connected to the homechoice and the issue occurred while filling. The cause of the event was unknown. The patient contacted baxter technical service requesting assistance to end therapy on the homechoice to go to the hospital per doctor's advise. No further information was provided regarding the treatment, patient outcome and whether the patient was admitted to the hospital for the event. No additional information is available.

Manufacturer narrative:
A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.